Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate/hence cut during the evaluation. The blade failed to rotate/hence cut during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/hence cut as intended. The yoke was likely softened through the wet decontamination processing of the sample.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the device felt as if it would not cut and did not seem to have enough power. Another like device was used.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07605. The same patient is represented in each medwatch.